Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned. A review of the manufacturing records was performed and all final quality release criteria were met before the batches were released for distribution; no non conformance reports were associated with lot and batch number identified within this complaint file.

Event description:
It was reported that during a visceral procedure, the staples would not hold. The staples did not close so they did not hold. The surgeon removed them all and took another like device to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.